Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0 . Model: sc-2316-50e . Serial: (B)(6). Batch: 7249693.

Event description:
It was reported that the patient went to the emergency department due to elevated blood pressure and headache. The patient was treated for hypertension and the trial leads were pulled out. The patient reported that she got virtually no relief from the device. The trial leads will not be returned per hospital policy.